Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 02:46:07. During night drain cycle two, the patient's ultrafiltration reading was 1372ml, indicating the home patient (hp) drained 1372ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The drain volume was not greater than 1.6 times the largest prescribed fill volume. This does not meet iipv criteria. The false positive was caused by an incomplete next cycle. If any additional information is received, a follow-up will be sent.